Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were missing the label. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the complaint product was found during labelling process. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 2 boxes (200 ea).

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were missing the label. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the complaint product was found during labelling process. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 2 boxes (200 ea).